Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient hit their head while using lifevest equipment. Patient advised that they lost balance with the weight of the monitor while using a walker and hit their head, causing a bruise. There was no alleged device malfunction contributing to the injury. The patient stated the paramedics were called to assess the head injury. Follow up indicated that the bruise improved.